Manufacturer narrative:
No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during preventive maintenance, when performing the occlusion test, the device displayed the following alarms: ¿travel reverse error - check clutch/plunger lever¿ or ¿force sensor background test.¿ per reporter, the test was repeated three times, and the alarms consistently appeared. The alarm history was checked, and these alarms have occurred multiple times. An attempt was made to calibrate the force sensor, but it would not allow calibration and displayed an ¿input out of range¿ error. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.